Event description:
It was reported that the patient passed away. The cause of death was not provided. The Pump was not explanted.

Manufacturer narrative:
Manufacturer's Investigation Conclusion:A direct correlation between HeartMate 3 Left Ventricular Assist System, serial number (b)(6), and the patient¿s outcome could not be conclusively determined through this evaluation.It was reported that the patient expired, and the cause of death was reported as unknown. It was not reported whether the patient's outcome was considered to be device or therapy related, and the pump was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, to date, no additional information has been provided by the account.The relevant sections of the Device History Records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.The current revision of the IFU can be found on the eIFU page of the Abbott website. The HeartMate 3 LVAS IFU is currently available. Section 1 of the IFU, ¿Introduction¿, lists potential adverse events, including death, that may be associated with the use of the HeartMate 3 Left Ventricular Assist System.No further information was provided. The manufacturer is closing the file on this event.